Event description:
Rptr had double lumen breast implants inserted in 1981. Almost immediately she had hardness, which resulted in two closed capsulotomies. She has had problems stemming from anxiety, depression, blurred vision, difficulty swallowing, burning and dry eyes, flu-like symptoms recurring regularly, abdominal pain and swelling, diarrhea on a regular basis, painful joints, memory loss, nausea, night sweats, numbness, chest pains, pleurisy, shortness of breath, insomnia, unusual odor in urine, menstrual problems, severe fatigue, and severe headaches daily. She is just beginning the road to all the tests, but has dealt with these symptoms for yrs.